Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. A partial lead with the connector pin measuring 13.0cm was returned for analysis. External insulation abrasion was noted at 11.8-12.5cm from the connector pin. One svc cable was melted and separated. UDI: (B)(4).

Event description:
This report is to advise of an event observed during analysis.